Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked where the patient line connects to the cartridge. The user's blood glucose level was in the high 500's (mg/dl). The user addressed bg level by changing the cartridge and delivering a bolus via the pump. Additionally, it was reported that the user experienced resistance when filling multiple cartridges. Reportedly, the user's bg level was not impacted by the resistance. The user successfully loaded a new cartridge after each occurrence.